Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's power button did not function unless pressed hard. The device's panel/keypad led board was replaced to address the issue.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's power button did not function unless pressed hard. The device's panel/keypad led board was replaced to address the issue. The panel/keypad led board was evaluated by the manufacturer's product investigation laboratory (pil) and found the panel/keypad led board functioned as designed and operated without issue or error codes.